Event description:
Drug/diluent: bupivacaine .5%. Fill volume: 100ml. Flow rate: 2.0ml/hr. Procedure: bi-lateral hernia. Cathplace: right and left ab. It was reported that the pt had two pumps and that one emptied faster than the other. No adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report.